Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer treated with an injection. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.